Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: conclusion: failure observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded from 5.5 cm to 5.8 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).